Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an rt265 infant dual-heated evaqua2 breathing circuit was found leaking air prior to patient use. There was no patient involvement.

Event description:
A healthcare facility in china reported that an rt265 infant dual-heated evaqua2 breathing circuit was found leaking air prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt265 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the connector of an rt265 breathing circuit was found to be loose and leaking air. The subject device or photographs were not provided to fisher & paykel healthcare for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt265 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.